Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-32156 and 1627487-2020-32158.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32156 and 1627487-2020-32158. It was reported that the patient was experiencing pain at the lead incision site. The patient underwent surgery to remove the lead due to possible infection. It was found that a seroma had formed at the lead site and no symptoms of infection were present. The lead site seroma was drained and the leads remained in place. Therapy will be restored at a later date.